Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 49-year-old female patient presenting with high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. After impella placement, contrast through the repositioning sheath showed no distal flow to the extremity. Vascular surgery placed a donor sheath in the right femoral artery and connected it to a new sheath in the left femoral artery distal to the impella. Regional saturations improved from 34 to 61 immediately. The patient remained stable and survived to explant. Ischemia may be related to access-site vascular compromise in the setting of large-bore femoral arterial cannulation and underlying critical illness.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e4 upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.